Manufacturer narrative:
Concomitant products: 305c223 tissue valve, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing. It was also observed that the p-waves were small. The lead remains in use. No patient complications have been reported as a result of this event.